Event description:
Customer told that ventilation stopped in asv flowsensor was wet.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. No root cause could be determined as the problem was not reproducible. The device was tested and passed all tests. There was no patient or user harm reported.